Event description:
Reporter alleged obtaining a discrepant blood glucose value of 258 mg/dl back to back with results of 200 mg/dl and 125 mg/dl when testing was performed within 10 mins on the advantage system. Reporter stated that at a different time another comparative test of 195 mg/dl was performed back to back with results of 158 mg/dl and 99 mg/dl within 10 mins on the same system. Reporter indicated he was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. No actions were reportedly taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent. Reporter stated that he no longer had any strips left and so no product will be returned for evaluation.